Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the white foreign material was identified as a simethicone type that had resided inside the air/water channel and cylinder. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage from the scope cover. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection the gastrointestinal videoscope exhibited foreign objects inside the air water cylinder and the air water tube. There were no reports of patient involvement.